Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01203.

Event description:
Patient allegedly received an implant on (B)(6) 2011 (per operative report) via the common femoral vein post gunshot wound and motor vehicle accident; prophylaxis of pulmonary embolism. Patient is alleging tilt, vena cava perforation (one posterior strut perforates the ivc wall 8mm and contacts the l3 vertebral body and one lateral strut perforates the ivc wall 12 mm and contacts the right psoas muscle); fracture (the fracture fragment is embedded within the ivc wall and measures 6mm and one of the primary struts and the 2 associated secondary stress were fractured and the fractured fragments are embedded within the l3 vertebral body); and organ perforation. The patient further alleges ¿sometimes my chest will bother me, I experience losing weight and not weight gain, my bowel movements are also irregular.¿ the patient further notes limited physical activities. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿axial CT abdomen and pelvis with coronal and sagittal reformatted images were submitted for review on 6/16/2019 of the ivc, filter position, and related findings. The hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is severely tilted anteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 13mm. Two (2) anterior struts perforate the ivc wall 7mm and 13mm and contact the bowel. One (1) posterior strut perforates the ivc wall 8mm and contacts the l3 vertebral body. One (1) lateral strut perforates the ivc wall 12mm and contacts the right psoas muscle. No hemorrhage seen. No thrombus is seen within the ivc. There is a medially located fractured strut. The fracture fragment is embedded within the ivc wall and measures 6mm.¿ per the patient, a complex percutaneous retrieval technique under general anesthesia took place on (B)(6) 2019. Per venogram, cavogram and still image radiographs dated, (B)(6) 2019, ¿infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal and a fractured fragment as described above. Incomplete removal of the ivc filter on (B)(6) 2019 with fracture fragment embedded within the ivc wall as described above.¿

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.